Event description:
It was reported the patient's ipg would not communicate with the charger. The patient last used the system over a year ago. A manufacturer representative confirmed the issue and the ipg deemed inoperable. No surgical intervention is planned at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.